Manufacturer narrative:
A boston scientific crm field representative reprogrammed the crt-d's tachycardia therapy back on. The physician asked why he did not see the red alert on his latitude patient's for review page prior to technical services (ts) notifying him, and why the latitude most recent presenting electrogram (mrpe) did not correspond to the latest latitude transmission. A latitude representative confirmed that the red alert had been dismissed by the physician, and discussed that the time disparity may be due to asynchrony between latitude and the programmer recorder monitor (prm) displayed time. Because this was a weekly update for a red alert not associated with a scheduled follow-up or pii, the presenting egm was not updated at the time. Ts confirmed that the device had been reprogrammed to monitor only with a programmer recorder monitor (prm), not a magnet. Approximately four years later the device was explanted for normal battery depletion and returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The device memory log was also reviewed and no irregularities were identified. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was inappropriately turned off when this patient was admitted to a hospital. This triggered a latitude red alert, due to the device being programmed to 'monitor only' mode without tachycardia therapy available. No adverse patient effects were reported. This event was reported to the director of cardiology at the hospital.